Event description:
In 2005 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high reading. The patient reported that on an unspecified date he obtained a result of 138 mg/dl on the reported meter using venous blood, and a laboratory result of 78 mg/dl was obtained within 10 minutes of each other. The patient took no action following the use of the meter and also received no medical attention. The patient also reported recurring error 2 on the reported meter. The customer care advocate determined during the troubleshooting telephone call that the patient had used venous blood on the reported meter, which is not a validated sample source and can cause inaccurate results; the meter was set for the correct unit of measure and calibration code number and the patient was handliing the reagents appropriately. No quality control testing was performed as the patient did not have control solution. The meter, test strips and control solution were replaced.